Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter leak is confirmed but the exact cause remains unknown. Two photo samples and a video of a 4 fr groshong nxt catheter were provided for evaluation. The first two photos showed the catheter outside of patient use. The catheter is being bent and a circumferential split appears to be visible approximately 5 cm from the proximal end. The video sample appears to show the connector and catheter trimmed near the damaged region; however, the condition could not be clearly determined from the information provided. Since a break in the catheter was found to be visible on the catheter, the complaint is confirmed but the exact factors remain unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that this patient had the PICC catheter placed in PICC clinic of the hospital on (B)(6) 2023 due to the need for infusion. On april 3, the patient visited the PICC clinic due to pain and arm swelling. When conducting catheter maintenance, the nurse found seepage at the insertion site and thickened circumference of the arm. Upon retraction, the catheter was found damaged. The catheter was then trimmed and secured for continuous use. On may 3, the catheter was removed due to intolerable pain with the affected arm and seepage at the insertion site. A breach was found with the catheter.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that this patient had the PICC catheter placed in PICC clinic of the hospital on (B)(6) 2023 due to the need for infusion. On (B)(6) the patient visited the PICC clinic due to pain and arm swelling. When conducting catheter maintenance, the nurse found seepage at the insertion site and thickened circumference of the arm. Upon retraction, the catheter was found damaged. The catheter was then trimmed and secured for continuous use. On (B)(6) the catheter was removed due to intolerable pain with the affected arm and seepage at the insertion site. A breach was found with the catheter.